Event description:
The bipap a30 ventilator was evaluated in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. During the evaluation of the device, the device was visually inspected there was no evidence of foam degradation visualized in the device. During the evaluation, no foam particles were observed, however ventilator inoperative error codes e-96 and e-97 were present indicating the central processing unit could not communicate with the flow sensor using 12c bus nor the pressure sensor using spi bus. The device's printed circuit board assembly required replacement to address the issues. However, no repairs were completed because the device was scrapped per the customer's request. The device will be included in the fsn 2023-cc-src-039